Event description:
The customer reported that the system displayed an error code 253 and was having intermittent bad collimator iris pot error message.

Manufacturer narrative:
(B)(4). The ge service rep found the 5vdc power supply at 4.73vdc and adjusted it to 5.0vdc to correct the error code on the workstation. He also found a problem with the high voltage cable and collimator. He replaced the hv cable and collimator and performed a beam alignment. The system operates as intended.